Event description:
Rptr was implanted with silicone-gel breast implants 12/14/78. Symptoms began 5 months later, probably before in retrospect. She c/o fatigue, numbness and tingling in arms and legs, numbness in left side of face, rashes, has developed acute sensitivity to chemicals, headaches acute cramping and bloating with menses. Vision problems, sjogren's syndrome, progressive neurological deterioration, multiple autoantibodies, smooth muscle antibody, myelin basic protein antibody, antinuclear antibody. Vision and vestibular dysfunction, reactive airway disease, neuromuscular disease of the g.I. Tract. Type ii muscle atrophy, microvascular disease, seizures, memory loss, vertigo, severe muscle weakness, joint pain, heart muscle, damage, brain stem damage. Peripheral nerve damage in ears. And more.